Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device and unknown right ventricular (rv) lead exhibited under sensing, and changes in amplitude, since device implant in 2023. A request was made to have data from this device analyzed. Review of device data revealed under sensing of ventricular activity. A technical service (ts) consultant provided recommendations for troubleshooting the ventricular signals, verifying connection and provocative maneuvers, while monitoring the patient for potential oversensing and noise. This pacemaker remains in service and there was no additional adverse patient effects reported. Attempts to obtain additional information regarding the rv lead, manufacturer or model/serial have been unsuccessful.